Event description:
It was reported that a prosa (part # fv713t) was to be implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was not able to be adjusted. A new valve was able to be used, and the procedure was continued and successfully completed. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
Investigation: visual inspection: a slightly deformation of the outer housing of the prosa valve was observed through the visual inspection. A measurement of the plane parallelism could confirm this. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at -0.055 mm, outside the tolerance of 0 ± 0.02 mm. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our examination results, we cannot determine a malfunction of the valve at the time of our examination. How the mentioned functional impairment occurred is not clear to us at the time of the examination. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.